Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's hospital stay for unrelated reasons, the pacemaker could not be interrogated. No adverse consequences were reported. No further information was available. The implant date of the pacemaker is unknown at this time.